Manufacturer narrative:
Analysis was performed by remote service personnel which included communication with the customer biomed who performed testing of the device. The results of the analysis indicate the pump was faulty. Based on the results of the information provided, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty nibp pump. The equipment has reached the end of support and parts; therefore, replacement parts are no longer available. The customer was notified of the product end of life. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue multi measurement server indicating that erroneous non-invasive blood pressure (nibp) measurements were produced. It is unknown if the device was in use at time of event, and there was no adverse event reported.